Event description:
This complaint is now reportable based on the analysis completed on 12/10/2008. It was reported that during a coronary artery drug eluting stent treatment procedure, the stent delivery system was unable to cross the lesion. The physician attempted to treat a 97% stenosed severely tortuous distal circumflex (cx) artery with a taxus liberte 2.75x12mm drug eluting stent (des). The procedure was completed with a 2.5 taxus drug eluting stent. There were no patient injuries or complications reported. The patient's condition was reported as "good". Analysis of the returned device showed that the hypotube was broken in two pieces.

Manufacturer narrative:
A detailed device analysis of the returned device was consistent with the complaint incident. The device was returned to for analysis in two sections as a result of a break that occurred in the hypo tube. The break was measured at approximately 21cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. Slight kinks were found on the hypo tube. This type of damage is consistent with excessive force having been applied to the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Further information noted that the hypotube most probably broke during the disinfection process in the hospital. A review of the manufacturing documentation this batch were found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of this event therefore, is that of operational context.